Event description:
Customer reported that the unit was not pumping correctly. On (B)(6) 2018 the service tech confirmed the unit had over delivered; the unit delivered 70.11 ml of fluid which is out of the specified value of 60.625 to 69.375 ml.

Manufacturer narrative:
An evaluation was performed for the customer reported issue of over-delivery. The device from this complaint was returned and evaluated at the regional service center. The reportable issue was confirmed. The pump failed the accuracy test. A trend has been identified and a corrective action has been opened to address this issue. This complaint will be used for tracking and trending purposes.